Manufacturer narrative:
(B)(4). The pump was returned and the reported complaint was not confirmed. Volumetric accuracy was performed three times at 100ml/hr and 10ml and the pump operated within specification. Upon visual inspection when received, fluid damage was noted on the operating unit which caused a creased lcd cable resulting in intermittent display. Audible alarms were functional during display distortion. Multiple attempts to obtain additional information regarding the date or intended infusion parameters, was not successful. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.

Event description:
As reported by the user facility: under infusion. Pump display went blank and pump stopped working during an infusion. No patient injury. Unknown if pump alarmed.